Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "handle (B)(4)" (door handle broken). This condition had the potential to interrupt delivery. This condition was found in the general pt ward. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with "handle (B)(4)" (door handle broken) was confirmed and reproduced by baxter personnel. The root cause of this condition was determined to be customer mishandling and/or excessive force. The door latch was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.